Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2018 during which the surgeon noted a hole in the mesh which correspond to the recurrent hernia and pain in midabdominal region. It was reported that the patient experienced severe pain, inflammation, adhesions, scarring, bulging, loss of appetite and stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA : 03/30/2020. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 8/18/2020. Corrected b5 narrative: it was reported that the patient underwent removal of mesh on (B)(6) 2015.